Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer's insulin pump alarmed with motor error. No further details were given. The insulin pump will be returned for analysis and a replacement pump was shipped to the customer.

Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to cracked end cap. The insulin pump was received with missing segments due to bleeding lcd glass. The motor was tested outside of the device and passed. The insulin pump also passed displacement test, self-test, and a21 error test. All operating currents tested within the specification range and passed off no power test. Pump. The insulin pump had cracked battery tube thread, cracked reservoir tube lip, cracked case near the display window corners and minor scratches on the display window noted.